Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer "felt" a low blood glucose (bg) level. Reportedly, the customer did not test bg level and consumed chocolate milk to treat bg level. Although requested, the customer declined to perform troubleshooting for the reported event.